Event description:
It was reported that a patient experienced a pericardial effusion and cardiac arrest. A pulsed field ablation (pfa) procedure to treat an atrial fibrillation with a farawave catheter was completed without issues. During case closure, a pericardial effusion was found, and a cardiac arrest occurred. A pericardiocentesis was performed to solve the effusion, and cardiopulmonary resuscitation was given until the patient was stable, and then was taken to the intensive care unit (ICU), it was further reported that the patient passed away. A decision was made to remove the patient from the ventilator. Physician commented that combination of the tamponade and under-ventilation resulted it acidosis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Information was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.